Event description:
Medtronic received information that 59 months following the implant of this bioprosthetic valve the patient presented with progressive dyspnea on exertion, shortness of breath at rest, increased fatigue, and decreased exercise tolerance. Echocardiography revealed moderate to severe aortic stenosis with severe central aortic regurgitation. The valve was explanted and replaced with a mechanical valve from another manufacturer. Upon explant, a cuspal tear was noted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was slightly distorted. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow of the non-coronary and left cusps. Tears and/or abrasions on all cusps appeared consistent with historical events for contact with the bias cloth and/or possible long suture tails. Stent distortion may have contributed to leaflet contact with the bias cloth and /or long suture tails. All commissures were intact. A remnant of pannus remained attached to the tissue and base stitching adjacent to the left cusp, extending 1 to 2 mm onto the non-coronary and left cusps and into the non-coronary left inferior coaptive area. Remnants of pannus remained attached along the outflow edge of the sewing ring and outflow rails adjacent to all cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed a trace of mineralization in the right cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis confirmed the reported clinical observations. Analysis determined that the tear in the leaflet was caused by a long suture tail and/or bias wear, which is related to implant technique. Stent distortion is likely due to patient anatomy and/or implant technique and may have contributed to leaflet contact with the bias cloth and /or long suture tails. In addition, mineralization and host tissue overgrowth were observed during analysis which is generally considered a patient related condition. (B)(4).